Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the external coil of the sound processor was found to have become hot (date not reported). No reports of patient injury were associated with this event. The equipment was exchanged, and the internal device remains.

Manufacturer narrative:
The device is unavailable for analysis. This report is filed january 16, 2013.